Event description:
Event summary: on (B)(6) 2015, nsk america quality assurance was made aware by a nsk customer service dept. Rep discussion with dr that a handpiece was hot and made small blister on cheek of pt. Dr did not know which specific handpiece had been used for the treatment. Numerous attempts for contact was made. On (B)(6) 2015 email sent to see if assistance was needed. On (B)(6) 2015 sent email to paperwork and if needed assistance. On (B)(6) 2015 left voice mail message. On (B)(6) 2015 left message with office receptionist. On (B)(6) 2015 per sales rep and dealer rep the dr wants to contact. Conclusion: no response from dr or office manager. Handpiece or serial number of handpiece was not forwarded to nsk america for eval. No info or actual info of pt involvement was provided.